Event description:
It was reported that the pt experienced pain at the pocket site. Reprogramming was attempted, but "it burned" and did not help. The neurostimulator was turned off. A surgical revision was being looked into. The pt was at home. Further info being requested from the hcp.